Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a 14cm solero applicator. The applicator was tested successfully at 100w for 1 minute and a biopsy was performed through a 13g, 5cm coaxial needle. The probe was placed through the needle and the needle was retracted as far back as possible before starting the ablation. There was approximately a 5cm distance between the end of the needle and the feeding point. The applicator was percutaneously placed in the patients kidney tumor, under CT guidance. No difficulty was experienced during placement and the kidney tissue condition was reported as "quite normal." After the first ablation was completed at 100w for 4 minutes, the generator displayed a "high reflected power" error message after repositioning of applicator, prior to the start of the second ablation. The error was unable to be cleared; therefore, the generator was restarted; however, the error persisted. At this time, the physician chose to remove the applicator and discovered that the tip was missing. The tip is retained in the patient's kidney and they are not a candidate for surgery; therefore, it will be left in situ. The patient has not experienced any adverse effects or harm as a result of this incident and is currently reported as "stable."

Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. As received, the ceramic tip was detached and not returned for evaluation.the center conductor was visibly melted.  In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, broke or loosened the ceramic tip allowed the tip components to detached.  The inside of the semi-rigid outer jacket does exhibit some charring.  There are small copper "spatters" indicating the copper center conductor melted.  The cause of this type of thermal event could not be definitively determined. The handle covers were removed and the locator pin on the left handle cover was pressed into the side of the receiving hole in the cover.  This would indicate the cover was not placed tightly against the handle.  This extra contact may allow ultrasonic energy to be transmitted through the handle.   No specific effect of this has been identified but it was noted during the investigation.  Keeping the handle cover tight while performing ultrasonic welding was reviewed with the operators. The mcx cap was removed for inspection.  There was no indication of fluid ingress. The customer's reported complaint description of probe tip fractured and detached was confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4)